Manufacturer narrative:
(B)(4).batch # p5564h. The analysis results found that the ats45 device was received with tyvek present, the firing mechanism damaged and with no reload present. The firing trigger was noted to be jammed halfway blocking the closing trigger to home position. Therefore, the device would not open. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire through a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the healthcare professional mentioned he heard a click when the ats was inserted through the thoracic wall and at the time he thought this was odd but the device opened and then closed on the lung tissue with no issue. The device was fired and then would not open. They had to force the device open and it was noticed that the staples were formed along the length although no very well at distal tip and the cut line only went about half way along the staple line the rest of the resection was completed using another ats. The surgeon thinks that the gun was loaded with a white cartridge however another consultant said he thought it may have been blue. No further information is available. Due to the 45 min delay there was an issue with lung over inflation. Issues were resolved in theatre and patient had no further problems. Patient's current condition is fine.